Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The device is not returning as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that he was implanted a zcb00 intraocular lens (iol) in the left eye (os) earlier this year. The patient complains about issues with his iol. It was stated that 2 weeks after implant, the patient has blurred vision, sees dark line. Patient went back to the doctor & was told he had a tear. He¿s going back to the doctor for a follow-up. Upon follow-up the patient said that the following day after implant date, he went back to the doctor but was seen by a different for follow-up. This doctor performed a laser treatment on his eye and told him that he had a tear in the retina. Follow-up with the doctor noted that the tear in retina occurred after the lens was implanted into the patient's eye. After the laser treatment, the doctor said that his eye is healing well, although his visual concerns are still there and did not improve. The patient claims that his visual issues do not significantly interfere with his regular activities as he can still read ok and drive, but he gets annoyed with the visual issues. He has another follow-up in 2 wks. No other information was provided.